Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the operator powered on the programmer, it sparked on the plug side and the screen went blank. The programmer was replaced.